Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female pt who was injected with radiesse into the nose for nasal depression on (B)(6) 2014 subcutaneously with a total of 1.5 ml of radiesse. Four days after the treatment, the pt developed a significant inflammatory reaction of the nose associated with pustules, crusts and ecchymosis. Augmentin (amoxicillin +clavulanate potassium) 1g three times per day was prescribed. The pt was referred to a hospital for treatment but was not hospitalized.

Manufacturer narrative:
(B)(4). Additional info was requested. The pt is resolving. The device history record for the reported radiesse lot number was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.